Event description:
Spontaneous call from patient stating that she made a new cassette of drug & when she hooked it up to the pump to prime the pump started beeping for high pressure. She said she did a visual inspection of the tubing and cassette to make sure that the line was not damped or crushed, but couldn't find anything wrong with the tubing or the cassette upon visual inspection. Patient then decided to remove cassette and put her old cassette back onto the same pump to see if was the pump or the new cassette that was causing the alarm on the pump. Patient stated that when she put her old cassette back on the pump, the pump worked fine, and there were no alarms. Patient stated she put her new cassette back on the pump and the high pressure alarm returned. Patient then decided to discard the cassette that she just made & make a new cassette. Patient stated that there was no further alarms with new cassette. No harm to patient during process. Reported to (B)(6) by pt/caregiver.